Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that low impedance, failure to capture, and failure to sense was observed in the right atrial lead. The lead was inactivated via programming. It was reported that the patient was enrolled in the system longevity post market clinical study. No patient complications have been reported as a result of this event.